Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Santiago had error 133.6080 on pcu8015 sn (B)(4). Battery has been charged and back up speaker has been replaced, but the error still exist. Failure device type: failure problem type: failure mode: case resolution: I recommended santiago to replace logic board. He will send unit in for flat fee repair.